Manufacturer narrative:
Concomitant medical products: 7001 lead, implanted: (B)(6) 2007. 5071-53 lead, implanted: (B)(6) 2010. Evaluation summary: upon analysis, normal battery depletion was found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was early battery depletion secondary to high threshold on a competitor right ventricular (rv) lead. The device was explanted and replaced. No patient complications have been reported as a result of this event.